Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on strip lot 367839a meets release criteria. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. It was reported that the customer was undergoing treatment for c. Difficile infection. This condition may impact the performance of the assay. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr results. Results are as follows: date: (B)(6) 2015, inratio inr: 1.3 and 4.2. Therapeutic range: 2.0 - 3.0. The time between testing was minutes. There was no reported adverse patient sequela. There was no additional information provided.